Event description:
During the middle of a laparoscopic tubal ligation procedure the forceps stopped working. There was a fifteen to twenty minutes delay to exchange equipment and continue with the surgery. There was no consequence to the patient.

Manufacturer narrative:
Evaluation summary: 8394.714, bipolar forceps, insert. User facility sent the complete instrument in that was involved in the malfunction of the forceps. This consisted of the insert (tong) catalog number 8394.714 and syringe style handle, catalog number 8384.240. Visual inspection of the forceps showed no damage. Testing results from hy pot test for continuity showed no deficiencies. Cause of event: the exact cause is undetermined. The forceps was returned to customer for use.